Event description:
Coil of the variable length stent knotted in the kidney. The variable length stent was removed under fluoroscopic guidance. Pt potentially needs a "perc neph" to remove stent. Pt had pain (per complaint form: unnecessary fluoroscopic procedure to remove stent).

Manufacturer narrative:
(B)(4). Event is still under investigation.